Event description:
Additional information received reported the patient had an x-ray performed on (B)(6) 2014. The patient had subsequently been referred to the physician for a possible ¿lami lead¿ placement. This had not yet been scheduled. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Event description:
It was reported that the patient fell on their left hip 9 days prior and since has experienced a loss of stimulation on their left side with noted pain at their left hip/leg location. A lead break/fracture was reported at the epidural location left of midline in the 8 - 15 range. The health care provider (hcp) was ordering x-rays to determine if the lead had fractured, but a date had not been scheduled. The patient's status was alive with no injury. Follow up is being conducted and an update will be provided if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).